Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open pressure mark on the right back that was 5 cm.there was no alleged device malfunction contributing to the irritation. The patient stated the prescribing hospital ¿took care of it¿. Follow up indicated that the wound improved.